Event description:
It was reported by the affiliate that during a laparoscopic sigma procedure, first instrument tissue pad melted completely, second instrument tissue pad fell off, part could be removed. No further information is available. Another like device was used to complete the procedure. Device will be returned.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.